Event description:
Severe reaction (hospitalized) from the injection (allergic reaction) [allergic reaction]. Case narrative: this case was linked to case (B)(4) (same patient) and (B)(4) (multiple devices, left knee). Initial information received on 10-jan-2020 regarding a solicited valid serious case received from a patient via call center, in the scope of post-marketing sponsored study (B)(6). Patient ID: unknown; country: (B)(6). Study title: (B)(6). This case involves an adult female patient who experienced severe reaction (hospitalized) from the injection (allergic reaction) (latency: unknown), with the use of medical device hylan g-f 20, sodium hyaluronate (B)(6). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate in right knee at dosage of 6 ml, once (indication, batch: unknown). On an unknown date, after unknown latency, the patient experienced severe reaction (hospitalized) from the injection (allergic reaction). This event was assessed as serious as it led to hospitalization. Patient was asked if she was allergic to chicken feather/shells and the patient would be able to provide details on (B)(6) 2020. Action taken: not applicable. Corrective treatment: not reported. Outcome: recovered/resolved. A product technical complaint (ptc) was initiated on 21-jan-2020 for (B)(6). Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: in process reporter causality: not reported. Company comment: reportable. Additional information was received on 19-feb-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.